Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 580 mg/dl. The customer stated that he went to his health care provider the other day and they changed his insulin pump settings. The customer stated that nothing has been the same since he left his health care provider. The customer mentioned that his meter and transmitter are not connected to the insulin pump. The customer reported that he is taking pain medication including morphine and oxycodone because he broke 12 ribs. Customer stated that he changes his infusion set before lunch today. The customer mentioned that he removed the sensor and the transmitter from his body. Customer declined to troubleshoot for the high blood glucose level because he thinks it is due to his medication. Customer stated that he took a bolus prior to this call and his blood glucose level came down to 568 mg/dl at the end of the call. Customer was assisted with linking his meter and transmitter to the insulin pump. The sensor will be returned for product analysis. The insulin pump will not be returned for product analysis.